Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the end user would be driving along and the chair would just stop with no error codes.